Manufacturer narrative:
Date rec¿d by MFR: 29oct2019. Date of report: 31oct2019. The service technician confirmed after the unit passed calibration, the touchscreen starts to drift again. The customer confirmed the touch screen was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.